Manufacturer narrative:
Device code other: subject device was placed without incident; however, the pt had 2 tia's (transient ischemic attack) and stent occlusion noted in follow up visits. Requests for follow up info have been unanswered to date. The reported adverse event (tia, stent occlusion) is contained in the device directions for use. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the left carotid petrous. The pt has a history of diabetes mellitus, hyperlipidemia, hypertension, carotid artery stenosis (70-89%) and prior stroke. For this procedure in 2006, pre-procedure stenosis was 80%. The pt "was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis was 20%. In a follow up visit on the following month, the pt had a tia (transient ischemic attack). Cerebral angiography showed 60% occlusion, resulting in stenting of the left supraclinoid. On eleven days later, cerebral angiography showed no evidence of target lesion restenosis, as the issue had resolved without residual effects. In 2007, the pt had a tia. Cerebral angiography showed 100% occlusion of the stents, which is ongoing/unresolved since the last visit.